Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was reported that the patient had recently under went an magnetic resonance imaging (MRI) and the device was not programmed to MRI protection mode. Boston scientific technical services (ts) was contacted and verified that the last remote interrogation occurred in (B)(6) 2018. Ts recommended placing a magnet on the device in an attempt to elicit beep tones. They also discussed performing a magnet reset of the device. Additional information was received that a magnet reset was performed five times. There were no beeps observed and interrogation of the device was still unsuccessful. Ts recommended device replacement. No adverse patient effects were reported.